Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed all in-vivo adjustments to be successful. The monitor operated as intended. As per pst, the monitor display values can be adjusted to match blood gas analysis (bga) results from a lab sample, so long as the store function is called at the same time the sample is drawn and the blood in the perfusion circuit is stable. The recall function is used to enter the new values. The hematocrit saturation (h/sat) on screen values were simulated using a cuvette with a red piece of paper attached. After allowing five minutes for the system to collect intensity values, the h/sat oxygen (o2) percentage value was adjusted throughout the display range.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The hematocrit saturation (h/sat) passed color chip and cuvette testing several times in service mode. The srt replaced the h/sat servo card as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the venous oxygen saturation (svo2) would only read 100% oxygen (o2). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with their blood parameter monitor (bpm) at initiation of extracorporeal membrane oxygenation (ECMO) on (B)(6) 2019. When the hematocrit saturation module (h/sat) probe was connected to the cuvette, the unit displayed 100% venous saturation, and the patient was not at 100%. The team, because of the location of their venous saturation cuvette must wait until the patient is on ECMO and stable before they attach the h/sat probe to the cuvette (the cuvette in their sterile pack or sterile field). The arterial shunt sensor is already reading numbers, but when they attach the venous saturation, the error is seen. She has denoted that the flow through the cuvette is within the appropriate range for the size cuvette being employed. The team exchanged the bpm and the venous saturation was able to be read appropriately. There was no harm or blood loss associated with the occurrence. The ECMO therapy was on going, but there was no delay in the said therapy.